Event description:
It was reported by the service technician that the retaining post top screw was stripped. The stripped retaining post screw could potentially prevent the cot from locking properly into the fastening system. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Retaining post top screw.